Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06052. It was reported the patient was experiencing auto reducing from her scs system and subsequently lost stimulation on (B)(6) 2014. System diagnostics revealed high impedances on all lead contacts. Surgical intervention may take place at a later date to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-06052. Additional information received identified surgical intervention took place on (B)(6) 2015 at which time the patient's entire scs system was explanted and replaced. Effective stimulation was reportedly restored postoperative.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.